Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Hypersensitivity/allergic reaction and pain are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The 2.5 x 15 mm promus is being filed under a separate MFR number.

Event description:
It was reported that the patient underwent two procedures during which she had two promus stents implanted. The first procedure on (B)(6) 2010, was to treat the right coronary artery. The second procedure on (B)(6) 2010, was to treat the posterior descending artery. Approximately one month ago, the patients neck broke out in a rash from a necklace that she has previously worn over the years without any problem. She also stated that she has had an itchy back, between her shoulder blades for the last month or so. Her cardiologist diagnosed it as dry skin; however, she does not believe this is the case. The patient has been treating it with lotion as her physician did not provide any treatment. She is on medications that can cause rashes; however, she feels the rash would be all over her body and not just in one spot in the middle of her back. Her back is weak and painful and she can only tread at the gym now. No additional information was provided.